Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported allegations could not be confirmed. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Labeling review: a labeling review was performed and according to the aus instruction for use document. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of adverse event related to patient condition has been chosen.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due urethral strictures that were unrelated to the device. To treat the urethral strictures the aus cuff, pump, and balloon had to be removed to safely pass through the cuff site. The aus was explanted on an unknown date and was not replaced. On (B)(6) 2021 a new aus was implanted.